Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. Functional analysis was done by completing the aspiration testing. Test result showed that the device did not perform as designed. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy thrombus burden which contributed to the aspiration issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure to treat in-stent restenosis in the superficial femoral artery (sfa). The device lost aspiration during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as ok.